Event description:
During a procedure, the ureteroscope was sterile and read "cycle successful." However, it was soaking wet, the machine did not properly drain. There was a delay getting the proper ureteroscope; however, the equipment was found and the procedure continued without harm to the patient. It was found to be a use error. The drain and the filter were not properly cleaned.